Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Alleges being in chair and heard a pop and the back went straight to the floor and customer rolled out of it onto the floor.

Manufacturer narrative:
The device was returned and evaluated. The alleged incident could not be duplicated.

Event description:
Alleges being in chair and heard a pop and the back went straight to the floor and customer rolled out of it onto the floor.